Manufacturer narrative:
The surgeon provided info to indicate that the set screw driver was misused by overtightening the set screw which resulted in the described instrument damage and subsequent delay of surgery. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
During a spinal fixation surgery, the surgeon had difficulty adjusting a provisionally tightened set screw and broke the available set screw drivers in the process. A second surgical set with the same instrumentation was needed to complete the surgery. Sterilization of backup instrumentation delayed the surgery for approximately 20 mins exposing the pt to unnecessary anesthesia. The surgery was completed successfully with no reported adverse outcome to the pt.